Manufacturer narrative:
H3: device evaluation - lens was returned dry in microcentrifuge tube. Visual inspection found haptic bent and residue on lens surface. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction and lens rotation. The lens was repositioned but this did not resolve the issue. The lens was exchanged for a different power lens and the problem resolved. Cause of the event is unknown.

Manufacturer narrative:
H6- health effect- clinical code: 4581- lens rotation. H6 - investigation type 4110: lens work order search - one similar complaint event(s) within associated lots was found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4)